Event description:
The nurse manager reported a colleague infusion pump with an upstream occlusion alarm during patient use. Additional info received reveals that the alarm interrupted the pt infusion. According to the nurse manager, the alarm was subsequently resolved and the infusion continued. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
This device will not be returned for eval. Should any additional info become available, a follow-up report will be submitted.